Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited inflation issues, preventing the patient from maintaining an erection. The pump remained flat despite repeated attempts to inflate. During a surgical procedure, fluid loss and air were identified. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.